Event description:
It was reported that during a coronary drug eluting stenting procedure, stent damage occurred. The physician predilated an unk lesion in the right coronary artery (rca) with a 2.5/12 maverick balloon catheter. The physician then attempted to deliver the taxus and it would not cross the lesion. The physician then pulled the stent delivery system out and noticed a couple of the stent struts were bent or lifted. The physician predilated again with 3.0/12 maverick balloon catheter. The physician completed the case with an 3.0 x 12 taxus stent. The pt condition was noted as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.